Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event with high blood glucose which they treated using manual injection on (B)(6) 2026.